Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and the distal conductor of the lead was obstructed due to a competitor stylet/guidewire stuck in the lumen. Visual summary analysis of the lead indicated stretching. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during implant a guidewire became stuck in the lead. An alternate lead was chosen and implanted. No patient complications have been reported as a result of this event.